Event description:
It was reported that customer experienced pump malfunction identified as malf 16 that could not be reset, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure continued insulin delivery, and technical support confirmed shipping address, instructed customer to place pump in storage mode and return it using prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.